Event description:
It was reported the device was used during a laparotomy with cholecystectomy. An er320 was used for cystic artery and duct. An unformed clip came out of the clip applier. The case was completed with a ussc endoclip. There was no consequence to the pt.